Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support the patient developed access site bleeding, vascular injury, and positioning complications, all of which required medical intervention.. The patient had experienced a cardiac arrest and was taken to the catheterization lab for st-elevation myocardial infarction (stemi) intervention, where the impella cp was placed. During subsequent repositioning of the patient, the nurse reported that the vascular sheath became dislodged, resulting in a large hematoma. Manual pressure was applied in an attempt to control the bleeding. However, due to the patient¿s body habitus and the size of the hematoma, the sheath could no longer control the vessel bleeding. The patient was taken for surgical repair, blood products were administered, and the impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation)."

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The cause of bleeding issue most likely was patient movement related since the dislodge occurred while attempted to move and repositioning the patient, due to patient body habitus and hematoma the sheath was no longer able to control vessel bleeding impella explanted. B1 product problem was erroneously selected on the initial manufacturer device report number 1220648-2025-30031. H6 medical device problem code 1158 was erroneously entered on the initial manufacturer device report number 1220648-2025-30031.